Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection occurred at the access site (left common iliac artery). Subsequently, two stents were placed. It was reported the patient had calcification occupying the whole circumference of the access vessel. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.